Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our brazilian affiliates, during implant of an edwards unknown valve, when insufflating the total volume of the commander delivery system balloon, the balloon ruptured. It was not possible to pull the ruptured balloon through the introducer because it was 'screwed' at the tip of the introducer. The vascular surgery team was called and removed the device by cutdown. The patient was extubated after the procedure, and despite the rupture, the valve was described as well positioned and well expanded.